Manufacturer narrative:
Intuitive surgical, inc. (Isi) did the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. Additionally, the instrument was found to have a scratch marks/abrasion to the yaw pulley.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was noticed to have black insulation with a small defect, so the wire frayed. There was no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that there was no harm or injury to the patient. Nothing fell into the patient. The procedure was completed robotically.